Manufacturer narrative:
A specific root cause could not be identified. Based upon information provided, the rerun of the patient's first blood sample taken on (B)(6) 2011 confirmed an elevated d-dimer result. The reaction curve from the secondary tube from (B)(6) demonstrates almost no visible reaction, indicating a possible mix up of the sample tubes on (B)(6) 2011. A mix-up of the secondary tubes at the customer's site cannot be excluded and might be the root cause for the falsely low result. Due to this, the customer has decided to perform d-dimer testing only out of primary tubes and not out of separated secondary tubes. D-dimer is a degradation product of crosslinked fibrin. The d-dimer concentration is a measure of the fibrinolytic activity of plasmin in the vascular system. With a normal d-dimer value, acute vein thrombosis and pulmonary embolisms (pe) may be ruled out with very high reliability. The d-dimer result should not be used in isolation but in combination with a clinical probability assessment like the wells score. It has been reported that patients with a distal dvt or a subsegmental/ peripheral pe may have a normal tina-quant d-dimer result.

Manufacturer narrative:
The adverse event was a delay in diagnosis. This event occurred in (B)(6).

Event description:
The user received a questionable d-dimer generation 2 (d-dimer) result for one patient sample. The initial result was 0.08 mg feu/l which was reported outside the laboratory. The complaint states "in the meantime, the patient developed a pulmonary embolism and needs intensive care." The d-dimer results from a new sample were high. No specific data was provided. On (B)(6) 2011, the original sample was repeated and the result was 5.77 mg feu/l. On (B)(6) 2011, the user confirmed "that she sees fibrin filaments and can "catch/pick them with an eppendorf pipette". They are indeed very thin and easily to be overseen." The d-dimer reagent lot number was 630457-01. The field service representative checked the performance of the analyzer by performing precision testing on quality control material.